Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system was detected. At this time, no adverse patient effects were reported. No further information was able to be obtained related to this observation.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.